Event description:
A peritoneal dialysis pt's rn stated that dialysis solution is leaking out of the cassette and into the cycler. There is no report of pt ill effect. There is a sample available for evaluation.

Manufacturer narrative:
(B)(6).